Event description:
Patient presented post-op condition with inflammatory response 6 months after acl surgery and had to remove the screw. The graft is fine, surgeon used a hamstring graft with a back-up fixation tying the sutures over a screw. There is no additional information available at this time.

Manufacturer narrative:
Product recall initiated in 2007.